Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01155. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils. During the procedure, two ruby coils were advanced out of the non-penumbra microcatheter but did not take their intended shape and continued to run into the distal vessel. Therefore, the ruby coils were removed and the procedure was successfully completed using a vascular plug to occlude the vessel. There was no report of an adverse effect to the patient.